Event description:
Information received indicates the caster will continue to swivel after the brake is engaged.

Manufacturer narrative:
The technician replaced the brake and brake/steer caster to repair the bed.